Event description:
It was reported that a non-union occurred on an unknown date from the original 10mm ti cannulated tibial nail-ex/345mm-sterile implant surgery on (B)(6) 2013. The x-rays on (B)(6) 2014 reviled a non-union. A revision surgery was performed on (B)(6) 2014 removing and replacing all devices; removed devices were discarded postoperatively. The procedure was successful with no harm to patient. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been performed. Device history records for lot, blank lot, and raw material lot numbers were all reviewed for this complaint and no related anomalies for this product lot. Placeholder.